Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low hemoglobin of 6.8. The patient received 1 unit of packed red blood cells (prbcs) on (B)(6) 2019. The patient had melena and tested positive to guaiac on (B)(6) 2019.

Event description:
It was reported that the patient was transferred from outside hospital with fever and shortness of breath on (B)(6) 2019. Positive blood cultures were found (B)(6) 2019 - (B)(6) 2019. On (B)(6) 2019, blood cultures came back negative with no infection along the driveline and pump area. A transesophageal echocardiography (tee), performed on (B)(6) 2019, showed a small echodensity on coated aortic valve. It was decided to treat the patient's condition as endovascular infection/endocarditis on (B)(6) 2019. The patient was discharged with 7 weeks of intravenous antibiotics (cefazolin). Additional information revealed had low hemoglobin of 6.8. The patient received 1 unit of pack red blood cells (prbc) on (B)(6) 2019,(B)(6) 2019,(B)(6) 2019,(B)(6) 2019,(B)(6) 2019 (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. The patient had melena and tested positive for guaiac, a fecal occult blood test (fobt), on (B)(6) 2019.

Manufacturer narrative:
Main investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of infection and gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The patient experienced fever and shortness of breath on (B)(6) 2019 and was admitted to the hospital. Positive blood cultures were taken from (B)(6) 2019 through (B)(6) 2019. Negative blood cultures were taken on (B)(6) 2019. Diagnostic imaging was performed that did not show infection along the driveline or pump pocket. A transesophageal echocardiography (tee) was performed on (B)(6) 2019 that demonstrated a small echo density on aortic valve that was treated as an endovascular infection/endocarditis due to the prolonged and high-grade bacteremia. During the hospital admission, the patient experienced bleeding on (B)(6) 2019 and received multiple units of packed red blood cells in (B)(6) of 2019. The patient had low hemoglobin, melena, and a positive occult blood stool test. The gi bleeding event resolved on (B)(6) 2019 and was not considered device-related. The patient was discharged on (B)(6) 2019 with 7 weeks of intravenous antibiotics. The infection reportedly resolved without sequelae on (B)(6) 2020 and was not considered device-related. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists local infection and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. Section 6 also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate ii lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transferred from an outside hospital with fever and shortness of breath on (B)(6) 2019. Positive blood cultures were found (B)(6) 2019. On (B)(6) 2019, blood cultures came back negative with no infection along the driveline and pump area. A transesophageal echocardiography (tee), performed on (B)(6) 2019, showed a small echodensity on coated aortic valve. The patient was given high-grade and prolonged bacteremia. It was decided to treat the patient's condition as endovascular infection/endocarditis on (B)(6) 2019. The patient was discharged with 7 weeks of intravenous antibiotics (cefazolin).

Event description:
It was reported that the patient had renal dysfunction. On (B)(6) 2019, the patient's creatinine was 4.9 mg/dl (greater than 3 times baseline). From (B)(6) 2019 to (B)(6) 2019, the patient underwent continuous renal replacement therapy. The renal dysfunction resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient experienced fever and shortness of breath on (B)(6) 2019 and was admitted to the hospital. Positive blood cultures were taken from (B)(6) 2019 through (B)(6) 2019. Negative blood cultures were taken on (B)(6) 2019. Diagnostic imaging was performed that did not show infection along the driveline or pump pocket. A transesophageal echocardiography (tee) was performed on (B)(6) 2019 that demonstrated a small echo density on aortic valve that was treated as an endovascular infection/endocarditis due to the prolonged and high-grade bacteremia. During the hospital admission, the patient experienced bleeding on (B)(6) 2019 and received multiple units of packed red blood cells in (B)(6) of 2019. The patient had low hemoglobin, melena, and a positive occult blood stool test. The gi bleeding event resolved on (B)(6) 2019 and was not considered device-related. During the admission, the patient experienced renal dysfunction with elevated creatinine on (B)(6) 2019. The patient received continuous renal replacement therapy, and the event resolved on (B)(6) 2019. The patient's renal dysfunction was not considered to be device-related. The patient was discharged on (B)(6) 2019 with 7 weeks of intravenous antibiotics. The infection reportedly resolved without sequelae on (B)(6) 2020 and was not considered device-related. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21apr2016. The heartmate ii lvas instructions for use (IFU) ¿introduction¿ of this document lists local infection, bleeding (perioperative or late), and renal failure as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. Section 6 also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate ii lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.